Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced turing the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication error. A communication failure error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of patient injury or death associated with this event.